Event description:
It was reported that this left ventricular lead exhibited noise, with oversensing, and pacing inhibition. High out-of-range pacing impedance measurements and loss of capture were also noted. Subsequently, the lead was capped and replaced due to a fracture at proximal to the suture sleeve. No additional adverse patient effects were reported.